Event description:
While using plasma blade in the operating room, the patient's EKG and pulse oximetry waveforms disappear. There is interference with patient's monitor. Reason for use: coagulation. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.